Event description:
Siderail will not latch into the upright position.

Manufacturer narrative:
The hill-rom service tech determined the siderail mount was loose at the frame. The tech tightened the siderail mount to repair the bed. Chapter 6 of the service manual (man272ra) documents a function check for the siderail frame as part of preventative maintenance. The procedure includes ensuring proper latching, and storage of the siderail. Repairs should be made as necessary.